Event description:
Novasure started ablating and then stopped suddenly with an error message on the machine. Troubleshooting steps followed with no success. A new novasure handpiece was used on the patient.